Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed a torn keypad. Evaluation revealed there was contamination present under all button contacts. The display was dim with a red hue. One battery compartment crack was found. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display and contamination under buttons. This report is made based on results of investigation completed on (B)(6) 2015.